Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/25/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please confirm how many devices experienced this issue during this single procedure. No further information is available. No further information will be provided. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: this issue occurred in several packages. [Lot number] unknown, rebcdu. [Event information correction] the wire was broken during use. The wire was detached from the needle during use. It was not a control release needle. Qty to be returned: 1, 0. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many devices experienced this issue during this single procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown cardiovascular surgery on an unknown date and suture was used. During the procedure, the wire became detached from the needle. It was not a control release needle. This issue occurred with several packages. There were no patient consequences reported. Additional information was requested.